Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic radical gastrectomy, when the device was used to suture the esophagus, at the time of the purse-string suture technique, when the suture was pulled and tightened, the suture was broken. A new suture was used immediately, but it was broken again. It was noted that one was broken in the middle and one was broken at the tail. New sutures were placed to resolve the issue.

Event description:
According to the reporter, during a laparoscopic procedure, at the time of purse-string suture technique, the two sutures were broken. New sutures were placed to resolve the issue.

Manufacturer narrative:
D10 concomitant product: gn-283, gn-283 monosof* 2-0 blk 90cm st da x36 (lot# d3e1957y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a2, a3 (sex), b5, e1 (first name, last name, street 1, street 2, postal code, phone number), g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, when the device was used to suture the esophagus, at the time of the purse-string suture technique, when the suture was pulled and tightened, the suture was broken. A new suture was used immediately, but it was broken again. It was noted that one was broken in the middle and one was broken at the tail. New sutures were placed to resolve the issue.